Event description:
Non-specified repair request initiated for device. No patient impact was reported. Report escalated to complaint on evaluation due to the footed portion being detached and missing. On follow-up it was noted that this was identified during a procedure. The detached piece was immediately retrieved and it was confirmed that there was no patient impact.

Manufacturer narrative:
Comments: report confirmed on evaluation. On follow-up it was noted that this was identified during a procedure and it was confirmed that there was no patient impact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."